Event description:
During the implant procedure, the stylet could not be inserted in the left ventricular (lv) lead. The issue was resolved by explanting and replacing the lv lead. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of difficult stylet insertion into the lead was confirmed. As received, a complete lead was returned in one piece without the field stylet. Visual inspection found ptfe coating and the inner coil offset at the connector region. The cause of the reported event was isolated to ptfe coating in the inner coil.